Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the motor heats up regardless of the tip, causing burns to the patient was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the electrical port on the device was damaged. It was further determined that the device failed pretest for break out box motor assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear. A review of the service history record indicates that the device has not been serviced for a service condition that is not relevant to the current reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from france that during an unspecified surgical procedure it was observed that the handpiece device was heating up regardless of the tip, causing burns to the patient. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. It was reported that there was patient injury. It was not reported if there was any medical intervention or prolonged hospitalization required as a result of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.